Manufacturer narrative:
The subject device returned to sales company of olympus and sales company evaluated the device. Olympus as MFR received the result of the evaluation. The evaluation confirmed that the probe broke down. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by olympus. Considering the evaluation result of the subject device, olympus concluded that the reported event occurred since the probe received the high load.

Event description:
The subject device was used during an uncertain procedure. The probe of the device was broken. There was no patient injury reported.